Event description:
Reporter indicated the patient was implanted with a new vns therapy system on (B)(6) 2012.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the lead and generator prior to distribution.

Event description:
Reporter indicated a patient developed an infection at the generator site after recent vns implant surgery, and the patient underwent explant of the vns generator and lead on (B)(6) 2012. It was not known what to attribute the infection to per the reporter. The wound was also drained and the patient was referred to an infectious disease specialist. The patient was placed on intravenous antibiotics as an intervention. Wound cultures grew out staphylococcus aureus bacteria. The patient had no trauma and did not manipulate the vns. The patient is healing and doing well per the reporter.